Event description:
The patient presented to emergency room complaining of chest pain and shortness of breath. Testing revealed a pericardial effusion and possible cardiac perforation. It was noted that the lead appeared to have been placed inappropriately at the initial implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.